Event description:
Patient presented to the physician with an exposed stimulation lead at the neck incision. Physician suspects the patient has been scratching the incision. Physician prescribed antibiotics. Physician brought the patient into the or and replaced the stimulation lead.